Event description:
It was reported by service report that the pt head left side rail will not raise and lower properly. No adverse consequences have been reported.

Manufacturer narrative:
Result: timing link.